Event description:
It is reported that battery measurement is lower than expected. It was also reported that the patient called to discuss why the battery went low on the device and needed to be replaced stating that "my pacemaker only lasted 5 years". The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It is reported that battery measurement is lower than expected. The device remains in use. No patient complications have been reported as a result of this event.